Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered on (B)(6) 2013. Analysis of the device memory also indicated oversensing associated with the right ventricular (rv) lead due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that there were 9 nst 220ms episodes on file between (B)(6) 2013.

Event description:
It was reported that a lead integrity alert (lia) was received on the right ventricular (rv) lead for oversensing and short interval counts (sic). The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; 4296 implantable pacing lead (B)(6) 2012. (B)(4).